Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex (cx) artery with heavy calcification. The 2.50x20mm trek balloon dilatation catheter (bdc) was advanced and inflated once when a balloon rupture occurred in 21 seconds at 18 atmospheres. The balloon was taken down and a perforation was noted. Multiple balloons were used and a 2.75 xience skypoint was used to seal the perforation. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the the 2.50x20mm trek balloon dilatation catheter (bdc) was inflated once when a rupture occurred in 21 seconds at 18 atmospheres. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it is likely the combination of the IFU deviation and the heavily calcified anatomy resulted in the reported balloon rupture. The investigation determined the reported balloon rupture appear to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6- device code 2017 clarifier: above rbpna.